Manufacturer narrative:
The customer has opted to not return the unit in for failure investigation. If additional information is made available, a supplemental report will be submitted.

Event description:
Covidien/formerly tyco healthcare received a report from a biomedical engineer that the unit provided high reading. There was no patient harm reported.